Event description:
During a thoracoscopic wedge resection procedure, the staples did not form properly. The hosp has not provided any add'l info.

Manufacturer narrative:
5/8/97-supplemental report #1 submitted to FDA.